Event description:
It was reported that the patient had passed away. Device evaluation at funeral home showed that the implantable cardioverter defibrillator (ICD) anti-tachycardia pacing (atp) was unsuccessful and had failed to convert patient arrythmia due to signal undersensing. Undersensing on the discrimination channel and a time discrepancy of a few minutes on device reports was also noted.